Event description:
The pt was reportedly experiencing swelling over the implant site. A CT scan showed that the pt developed an air pocket at the implant site due to a CPAP machine blowing air up the pt's nose. Skin flap revision has been scheduled to prevent further air influx at the implant site.